Event description:
During a case, five penumbra coil 400s were deployed into the pt's aneurysm. Four of the coils were detached, but required multiple attempts to detach. One coil could not be detached and was removed from the pt. The pt's aneurysm was successfully treated. This MDR is associated with MDR 3005168196-2011-00220 through 3005168196-2011-00226.

Manufacturer narrative:
Two pusher assemblies were returned, and four coils were deployed during the case. It is unk from which two coils the returned pushers originated. The pull wire was recessed proximal to the distal detachment tip and the pet lock at the proximal end was broken. These observations indicate that the detachment mechanism was actuated and the coil was detached. The complaint stated that these coils were detached with difficulty after multiple attempts. The likely cause of this complaint was excessive friction between the pusher and pull wire. In an attempt to find and isolate friction between these components, the pusher was cut at its midjoint without damaging the pull wire. The pusher proximal shaft (hypotube) was then carefully pulled away from the pull wire and pusher distal shaft to see if any friction was encountered between the pusher proximal shaft and pull wire. There was no noticeable friction. The pull wire was then retracted from the pusher distal shaft to see if any friction was encountered between the distal shaft and pull wire. There was no noticeable friction. The pull wire was examined for kinks or other deformations. There was no evidence of deformations. Conclusion: the two detached pusher assemblies returned were sent as examples of product that did not detach the first time using the detachment handle but successfully detached after multiple attempts. The pusher appear to be fully functional with no defects that could lead to excessive friction. Excessive tortuosity in the pt's arteries may have contributed to friction between the pusher and pull wire, thereby requiring multiple detachment attempts. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.